Event description:
It was reported that during a procedure of the highly calcified and tortuous, right coronary artery with an acute bend and 90% stenosed, post predilatation, the 2.5 mm x 28 mm multi-link 8 was delivered but multiple attempts were made to successfully position and deploy the stent at the lesion. A long spiral dissection was observed distal to the stent. A second 2.5 mm x 33 mm multi-link 8 stent was used to treat the dissection. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device. The patient was discharged 48 hours post-procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was heavily tortuous and calcified, which may have contributed to the resistance. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for physical resistance. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissections are known potential adverse events as listed in the multi link 8 and multi link 8 ll coronary stent system instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.